Manufacturer narrative:
UDI: (B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 0002648920-2016-03318 / 03319).

Event description:
It was reported that the liner couldn't be assembled to the cup. The surgery was finished with alternate device.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 UDI was filed in error in the first report and should be disregarded. Complaint sample was evaluated and the reported event was not confirmed. D11-medical product liner catalog#: 00500104426 lot#: 63435179. A multipolar bipolar shell and liner were returned for review. As returned, one tab of the lock ring was seized in the lock ring groove. Damage/gouges are seen on the mating surface of the poly liner. This damage appears to be witness marks from the lock ring, indicating that the ring was seized during the initial attempt to install. The interfacing diameters of both devices and the lock ring groove are found to be conforming to print specifications. After the lock ring was removed from the shell damage was seen on the seized tab. Dimensional measurements of the lock ring are conforming to print specifications. The lock ring and liner were reinstalled in the shell, seating/functioning as intended. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.